Event description:
The pt's wife called and reported that the pt has experienced several low blood glucose readings since switching to this infusion device. She stated this has been ongoing since 2006, and has occurred at random times during the day. She stated that he has dropped as low as 21 mg/dl. No further info was provided on the pt's symptoms of low blood glucose or what actions the pt took to elevate his blood glucose. The pt's physician advised him that the infusion device was not delivering insulin accurately. The pt's wife was advised that the infusion device could be replaced. She state she did not want a replacement. Further attempts to contact the pt for f/u were unsuccessful. In 2007, the pt's wife requested that a trainer to be sent to assist the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.